Manufacturer narrative:
(B)(4). During event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the reported issue was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 14:39:40. During night drain cycle one, the patient's ultrafiltration reading was 217ml, indicating the home patient (hp) drained 217ml more than their maximum programmed fill volume of 100ml. No additional information is available.